Manufacturer narrative:
Batch review performed on 29 may 2017. Lot 164776: (B)(4) items manufactured and released on 09 august 2016. Expiration date: 2021-07-26. No anomalies found related to the problem on mat16652. To date, (B)(4) items of same lot have been already sold without any similar reported event. On 30 may 2017 the r&d project manager performed a preliminary investigation and commented as follows: the breakage of little piece of the keel punch was probably caused due to improper impacting direction or excessive force during keel preparation. We test the keel resistance trying to reproduce the same breakage without success; we may assume that particular conditions (such as hard bone, not perfect instrument assembling) can cause the breakage. Not available.

Event description:
A piece from a myknee efficiency keel punch was chipped off and found inside the patient's joint space. It was removed before the surgery was finished.